Event description:
It was reported that after the patient fell, the stimulation would no longer go down to their knee and stopped at the buttock. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.